Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. One (1) unused samples received on 07/11/2011 and tested on 08/02/2011. Results from the investigation are as follows: a strand of hair was found on the break off connector inside the pouch measuring approximately 10mm long and considered "not acceptable" as per inspection criteria. Review of assembly records showed no signs of associated defects detected during the 100% light test. Based on the findings, it is concluded that the complaint was confirmed as per returned samples. An internal corrective action event has been taken for a similar complaint, and this particular lot (6080514001) identified was confirmed to be manufactured before implementation of the CAPA. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by convatec for complaints received from may 1, 2011 - september 30, 2013. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Details of the complaint: "qty : 1 hair in packaging."